Event description:
During index procedure one in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat a lesion located in the sfa of the right leg. Device was successful. It was reported 18.5 months post index procedure, the patient experienced restenosis (75%) of the right sfa and received pta one day later using a non-medtronic device and endovascular therapy for right sfa. The investigator reported that the event was not related to the study device, paclitaxel drug or the study procedure. It was reported that issue was resolved on the same day

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.